Manufacturer narrative:
Citation: hartley et al. Embolism and inversion of a tavr prosthesis in a dilated ascending aorta. Jacc cardiovasc interv. 2024 jul 22;17(14):1735-1737. Doi: 10.1016/j.jcin.2024.05.010. Epub 2024 jun 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 73-year-old female patient with symptomatic severe aortic stenosis who underwent implant of a medtronic 26-mm evolut pro+ bioprosthetic valve.  After release from the delivery catheter system, the bioprosthetic valve dislodged from the targeted position into the ascending aorta.  The dislodged valve was snared while a second bioprosthetic valve (manufacturer or model not provided) was successfully implanted with good results.  Once the snare was released computed tomography showed the dislodged valve inverted and on top of the successfully implanted second valve.  Echocardiography demonstrated no increase in valvular gradients.  The post-procedural recovery was uneventful for the patient.  At the 6-month follow-up the patient was noted as asymptomatic with stable transprosthetic gradients.  No further information was provided pertaining to medtronic products.